Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received based upon all available parameters and usage information, a longevity calculation was performed. The estimated longevityof the device was found to be outside of normal limits. No complaint received with return of the device. Failure (event) observed during analysis.